Manufacturer narrative:
Investigation summary: DHR of lot 8064006 was reviewed and no qn found. Manufacture records (B)(4) were reviewed, no abnormal was found. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification. Inspected 7pcs retention parts angle and appearance, all results passed. Total 14pcs pen needle was received and 12pcs of them is unused, and no defect found as per product specification. 6.2pcs of returned samples is used, one samples was checked and no defect found, another one is actual broken needle, based on the results of actual broken needle reviewed, we found the damage mark on the top of adhesive bead, and the obviously deformation showed on the interesting surface of needle broken point, it would be caused by external excessively force. 7.base on investigation above, the complaint is not manufacture issue.

Event description:
It was reported that bd micro-fine¿ pen needle broke off during use. No needle was found in the body by the x-ray. The following information was provided by the initial reporter: after injecting, it was found that the needle broken when removed. The next day, no broken needle was found in body by x-ray in hospital.